Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing electrode migration. Revision surgery is scheduled.

Manufacturer narrative:
The recipient reportedly underwent repositioning surgery on (B)(6) 2018. Due to the recipient experiencing ossification and a cochlear-malformation, only 2 electrodes were inserted. The recipient is wearing the device. This is the final report.